Event description:
The pt was implanted with a synchromed pump and catheter in 1995. It was reported that the pt had an infection at the site of the device pocket. Pt presented with redness and drainage at the incisional would opening with pocket erosion. It was reported that the pt did not have meningitis. The total device system was explanted on an unk date and culture was taken with unk results. The pt was treated with IV antibiotics and the infection was resolved.